Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a keypad and history anomaly. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump button was unresponsive and the delivered bolus was not in the insulin pump history. No troubleshooting was performed. Insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. All buttons functioning properly no damage on the keypad assembly and the connector on pcba 1 was locked properly during visual inspection. The insulin pump was monitored and no bolus anomaly during testing.